Manufacturer narrative:
(B)(4). Evaluation of the returned sample confirmed the outer blue insulation on the cord was damaged. The cord passed hipot testing indicating the inner insulation was intact. The damage was the result of the cord being caught in the package seal. The cause was identified as a manufacturing error.

Event description:
The customer reported that prior to start the procedure it was noticed that the middle of the cable was melted and the inner copper wires were exposed. There was no patient involvement.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.